Event description:
Contact reports patient was having continual symptoms, therefore, dr. Decided to go in surgically, and revise the valve. When he removed the programmable valve, he discovered the valve was cracked.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.